Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion with cadd solis vip pump, pump displayed alarm red screen and triangles. The pump was running for 1 hr. Pump was under delivery and powered off. A new pump was obtained to complete the infusion. There was patient involvement and no harm.